Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\ pelvic pain\ lower left pelvic area") and genital haemorrhage ("heavy bleeding") in a (B)(6) year-old female patient who had essure (batch no. A4264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (live births - (B)(6)), umbilical hernia and depression. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included anxiety, depressive state, dysuria, pain abdominal, right lower quadrant pain, menses irregular, nabothian cyst and adenomyosis. Concomitant products included diazepam (valium), hyoscyamine sulfate (levsin), ketorolac tromethamine, lidocaine, lorazepam, lorazepam (ativan), medroxyprogesterone acetate (depoprovera) from (B)(6) 2014, oxycodone hydrochloride; paracetamol (percocet), paroxetine, paroxetine hydrochloride (paroxetine hcl) since 2014, piroxicam (paxil), povidone-iodine, promethazine and zolpidem tartrate (ambien) from 2015 to 2016. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: impression: several small follicles in the right ovary. Nabothian cysts. No free fluid. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 9-may-2019: pfs and mr received : reporter's were added. Patient's demographics were added. Lot no. Was added. Case become valid as an "incident" case, since injury nos was replaced by new specified events: vaginal bleeding,menorrhagia, dysmenorrhea dyspareunia, pelvic pain, vaginal discharge. Concomitant condition & drugs were added. Medical histories were added. Lab tests were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain\ pelvic pain\ lower left pelvic area") and genital haemorrhage ("heavy bleeding") in a 27-year-old female patient who had essure (batch no. A4264-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, parity 3 (live births - (B)(6) 2007, (B)(6) 2012, (B)(6) 2014), umbilical hernia and depression. Previously administered products included for an unreported indication: nuvaring. Concurrent conditions included anxiety, depressive state, dysuria, pain abdominal, right lower quadrant pain, menses irregular, nabothian cyst and adenomyosis. Concomitant products included diazepam (valium), hyoscyamine sulfate (levsin), ketorolac tromethamine, lidocaine, lorazepam, lorazepam (ativan), medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2014, oxycodone hydrochloride;paracetamol (percocet), paroxetine, paroxetine hydrochloride (paroxetine hcl) since 2014, piroxicam (paxil), povidone-iodine, promethazine and zolpidem tartrate (ambien) from 2015 to 2016. In 2014, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2018, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (total laparoscopic vaginal hysterectomy with right salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia and vaginal discharge had resolved and the vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2018: impression: several small follicles in the right ovary. Nabothian cysts. No free fluid.. ¿concerning the injuries reported in this case, the following ones were confirmed in patients medical record: dysmenorrhea, menorrhagia, pelvic pain, back pain. Most recent follow-up information incorporated above includes: on 15-may-2019: update of information (batch is invalid). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.